Event description:
The pentax monitor not working during the egd procedure. The procedure was finished, but unable to take pictures. There was no harm to the patient. Pentax tech was notified via phone and said there might be something wrong with the capture card or the s video cable and biomed should handle it. Manufacturer response for pentax endo pro, endopro (per site reporter): they understand the problem and know that this is an issue. The only solution is to reseat the video card.